Event description:
Reference number (B)(4). Event occurred in germany. It was reported that patient went to an emergency room (ER) on (B)(6) 2026 due to hyperglycemia event caused by a bent cannula. The site of insertion was abdomen. The duration of hospitalization was less than 24 hours. The patient's blood glucose level during emergency visit was around 480mg/dl and was treated with multiple daily injections (mdi). No further information available.